Event description:
Page 2 of 10. I am a user of libra 2 glucose sensors. They occasionally fail or fall off which requires that I contact abbott to get a replacement. This leads to twenty or thirty minutes of interrogation that largely revolves around unnecessary data collection. So what I am complaining about is abuse by abbot which appears to be in the "big data" collection business. These interrogations are so painful I had to hang up on them. To make matters worse safeway pharmacy refused to replace the defective sensors which cost $45 each. I cannot take this kind of abuse for reasons I am not stating. This is a problem because this has been the only way I have been able to regularly check my blood sugar. These things are no good if the pain of using them is so great one is required to stop. My insurance will not pay for these things and I am on medicaid who will not pay. That is how important they are. FDA safety report ID # (B)(4).